Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for premature battery depletion. It was also reported that the ICD could not be interrogated prior to the replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated the returned device exhibited shorting/low impedance in the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.